Manufacturer narrative:
The account's maintenance replaced the test port cable assembly to repair the bed.

Event description:
The account's maintenance stated he found fluid ingress on the test port circuit board and the bed functions are not working from the left head siderail.